Event description:
The customer reported that his olympus high flow insufflation unit's display was intermittently going out. No customer contact information was provided so additional questions concerning any potential patient(s) or procedure(s) could not be requested. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, the customer noted that the display would intermittently go out, but was functioning properly at the time of the call. Tac reviewed the instructions for use (IFU) and could not find any specifics relating to this issue. After further discussion, the customer stated that this issue may have been caused by user error. Customer states he will monitor the device and follow up if the issue continues. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.